Manufacturer narrative:
Device evaluated by MFR. The nc emerge balloon catheter was received for analysis. The device was microscopically and visually examined. No foreign material was observed on the device. There was contrast dye found in the inflation lumen and the balloon was tightly folded indicating that the balloon had not been inflated. There was thickening in the catheter material observed proximal to the balloon and measurements of the catheters midshaft bond found it out of specification. Although the hemostatic valve used in the procedure was not returned with the nc emerge device, engineers used a test hemostatic valve to perform functional testing with the returned nc emerge device. The balloon catheter was able to be inserted into the hemostatic valve and exit successfully, there was no resistance or issues encountered while advancing through the hemostatic valve. Functional testing of the device was unable to reproduce the reported difficulty advancing the catheter through the hemostatic valve. The balloon catheter was able to pass through the hemostatic valve successfully without resistance.

Event description:
It was reported that foreign material was observed on the device. Foreign material was detected on the tip of three nc emerge catheters. The procedure was completed with another same device. No patient complications occurred. It was further reported that it was not foreign material on the catheter, but rather a thickening of the catheter material at approximately 10-15 cm proximal to the balloon. The thickening blocked the catheter from being introduced through the hemostasis valve, and it could not be peeled off. It was described as an obvious, unusual catheter form. All three devices showed the same thickening at the same location on the catheter.

Event description:
It was reported that foreign material was observed on the device. Foreign material was detected on the tip of three nc emerge catheters. The procedure was completed with another same device. No patient complications occurred. It was further reported that there was a thickening of the catheter material at approximately 10-15 cm proximal to the balloon. The thickening blocked the catheter from being introduced through the hemostasis valve. There was no material on the catheter surface, and it could not be peeled off. It was described as an obvious, unusual catheter form. All three balloons showed the same thickening at the same location on the catheter.

Event description:
It was reported that foreign material was observed on the device. Foreign material was detected on the tip of three nc emerge catheters. The procedure was completed with another same device. No patient complications occurred.